Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink buretrol solution set came apart resulting in a leak; further described as the "bottom of the drip chamber completely separated from the top of the drip chamber" (filter valve separated from the drip chamber). This occurred during patient infusion. An attempt was made to evacuate fluid back up in order to see the drip rate. Once the chamber was squeezed, there was a wet feeling of fluid. The intravenous (IV) fluids were immediately stopped and the device was removed from the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that there was a separation between tubing and check valve. Due to the nature of the sample no further testing could be performed. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.